Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on four (4) patient samples that had some amplification but did not cross the detection threshold (interpreted as negative) when using the simplexa covid-19 direct assay. One sample was positive for both targets after repeat testing on a different lot of simplexa assay. Run analysis of the simplexa results showed no change of interpretation in 3 out of the 4 patient samples when initially run on (B)(6) 2020 and repeated on (B)(6) 2020. Only one sample ID (B)(4) was negative on the initial run on (B)(6) 2020 and then positive on the repeat run on (B)(6) 2020 for both s gene (CT = 32.5) and orf1ab (CT = 31.9). The customer repeated these samples on a competitor assay (roche cobas) and resulted negative. The customer did not state if the second runs on (B)(6) 2020 were fresh drawn samples or repeats of the original samples from (B)(6) 2020. The customer's device and suspected false negative sample was not provided for investigation. It is not known if the 2nd sample was contaminated. There is a possibility the sample is near the limit of detection of the simplexa assay (s gene CT = 32.5 is close ot the lod) and not picked up by the roche assay (different targets = e gene, orf1ab), but without the sample it could not be confirmed. Retains of the suspected device were tested on 11/5/2020 with eight (8) replicates of mol4160 positive control and both s gene (avg CT = 26.2) and orf1ag (avg CT = 26.8) were detected on all replicates. No false negatives occurred. No malfunctions occurred. This is the 1st complaint on mol4150, lot# 8408n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151 lot# 8441n, met all qc release criteria prior to kit release. Mol4151, lot# 8441n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.7 (s gene) and 28.2 (orf1ab) and the internal control avg CT = 30.3. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on four (4) patient samples that had some amplification but did not cross the detection threshold (interpreted as negative) when using the simplexa covid-19 direct assay. One sample was positive for both targets after repeat testing on a different lot of simplexa assay. The customer confirmed the alleged false negative results were not reported to a diagnosing physician due to the suspicious amplification and discrepancy with the repeat test. No alleged harm occurred. Other than the patient sample ids, other patient information was not provided.